Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation,"), weight increased ("weight gain"), alopecia ("hair loss"), headache ("headaches"), dysgeusia ("metallic taste in the mouth"), fatigue ("fatigue"), pain ("body aches"), anxiety ("anxiety"), depression ("depression") and anaemia ("anaemia"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, weight increased, alopecia, headache, dysgeusia, fatigue, pain, anxiety, depression and anaemia outcome was unknown. The reporter considered alopecia, anaemia, anxiety, depression, dysgeusia, fatigue, headache, menorrhagia, pain, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.